Event description:
It was reported that the user experienced high glucose reported at 400 mg/dl and observed insulin leaking from the cartridge reservoir; the user stated they did not overfill and saw no cracks, then transitioned to subcutaneous insulin via pen and disconnected from the pump for two hours, with troubleshooting and education completed. Symptoms included confusion/disorientation and headache associated with hyperglycemia. Outcomes included no health consequences or lasting impact. Investigation of this case revealed leakage at or related to the cartridge/reservoir seal consistent with a leak/splash device problem associated with the reservoir component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.